Manufacturer narrative:
The following additional information was provided: implant date: (B)(6) 2017. There were no complications such as an incision enlargement, vitrectomy, or capsule tear. Patient is doing well when discharged. Replacement lens: pcb00 25.5. Patients dob: (B)(6), male. Surgeon: (B)(6). Reporter: dr. (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation? Yes. Manufacturer on: 11/10/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted, give date: unknown, information not provided. (B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 25.5 diopter intraocular lens (iol) was implanted into the operative eye of the patient. It was later explanted because the patient complained of decreased vision and everything was out of focus. No additional information was provided.